Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the on/off button was broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was evaluated by the service technician and will be forwarded to the product assessment center for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that a broken on/off switch was the cause of the reported issue. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the on/off button was broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.